Manufacturer narrative:
The device history record was reviewed, this lot is part of a voluntary recall which was initiated on 6/06/2011 and is ongoing (FDA ref: z-2836-2011). Sample was not returned by the customer for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "metal shavings throughout the entire pack." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.